Event description:
It was reported a mini lengthening apparatus was placed on a pt approximately six weeks ago for a fourth metatarsal lengthening. The first apparatus placed on pt in february broke (complaint initiated), second apparatus placed on pt six weeks ago the turn style broke off. Desired lengthening was achieved with the second apparatus. Complete healing was not achieved. Surgeon placed third apparatus on (B)(6) 2011 to support healing.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing investigation revealed the device is in single parts. The visual specification investigation showed the device arrived in single parts but the single parts are not complete, some are missing. According to the manufacturing records the device met the specifications when it left the facilities. It is concluded there is no manufacturing related fault.